Event description:
It was reported during knee arthroplasty that the articular surface could not be assembled with the tibial tray after multiple attempts. Another articular surface was used to complete the procedure. Attempts have been made, however, no additional information is available.

Manufacturer narrative:
(B)(4). E1 - hospital - (B)(6). G2 - report source - foreign: event occurred in china. The complainant has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and corrected information. The following sections were updated: b4, d9, g3, g6, h2, h3, h6, h11. The following sections were corrected: h4. Visual evaluation of the returned implant identified that the implant exhibited signs of implantation attempts with visible damage, gouges and scratches that were visible on the distal surface. Dimensional analysis determined that the product was conforming to print specifications where measured. The device history records were reviewed and no discrepancies were identified. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.